Event description:
It was reported that the 9600+ system will not boot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation based on info provided the following component has been ordered. S-ram. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow-up report will be submitted as required.